Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during a laparoscopic thoracic procedure on lung tissue, the doctor used a purple reload and the handle cracked. The doctor used a second purple reload and the device did not fire. The doctor opened a second handle and it cracked again. The doctor switched reloads and all was good. The patient was fine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during a laparoscopic thoracotomy procedure on lung tissue, the doctor used a purple reload and the handle made a cracking sound. The doctor used a second purple reload and the device did not fire. The doctor opened a second handle and it cracked again. The doctor switched reloads and all was good. The patient was fine. No reinforcement material was used.